Event description:
It was reported that during a routine check, the helium tank for the cardiosave intra-aortic balloon pump (iabp) was reading empty when it was actually full. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the unit and found the tank valve in closed position the fse opened helium tank, and the indicator began reading full. The unit passed all calibration, functional, and safety tests per factory specifications, returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name (B)(6) medical center.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had the helium tank which was reading empty when it was actually full. There was no patient involvement, and no adverse event reported.